Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2267 alarm during fill 1 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on to get to press go to start. The tsr advised the hp to discard all supplies and to report the alarms to their peritoneal dialysis nurse in the morning. The hp stated they would finish therapy manually. The hp contacted this writer on (B)(6) 2012. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 was not confirmed. The root cause was not identified.